Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. Customer stated that she had a calibration error. The alarm occurred shortly after performing "find lost sensor". The product was not returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report. The high blood glucose event has been reported under manufacturer report number 3004209178-2017-85302.